Event description:
New information received noted that the right ventricular lead was capped and replaced on (B)(6) 2019. The right ventricular lead was observed to have mild abrasion near the proximal portion of the lead which did not appear to breach the insulation. The patient was stable before, during, and after the procedure. It was noted that a fluoroscopy inspection of the right ventricular lead did not reveal any abnormalities.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, it was revealed that the right ventricular lead exhibited chronically high lead impedance and noise. Programming changes were made. Lead revision was discussed. The patient was stable.

Event description:
New information received noted that the right ventricular lead exhibited over-sensing. The right ventricular lead was capped and replaced during revision procedure on (B)(6) 2019.